Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient experienced an infection at the left lead site. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the left lead was explanted to address the issue.

Manufacturer narrative:
Correction b5: additional information inadvertently omitted with submission of initial report has been updated in b5. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:: 1627487-2021-17874. Additional information received indicate the when the patient underwent surgical intervention on (B)(6) 2021, the left lead and burr hole cover was explanted to address the issue. Date of event is unknown.